Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose was frequently low, below 70 mg/dl and above 40 mg/dl. It was reported the patient required third party assistance, was hospitalized, and treated with unknown treatments. No additional information was provided and troubleshooting was unable to be completed. The reporter and patient were unsuccessfully contacted several times for follow-up. This complaint is being reported because a pump malfunction or use error could not be ruled-out as a contributing factor to the alleged serious health event.

Manufacturer narrative:
Follow-up #1 date of submission 05/20/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed a replace battery alarm occurred on (B)(6) 2015 at 07:49 followed by a reboot; deliveries resumed at 13:10. The last bolus and basal deliveries occurred on (B)(6) 2015. The total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.